Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug via an implantable pump. It was reported that a pump motor stall occurred during transport. It was further reported that during the pump implantation, initial interrogation of the new pump showed that the pump motor was stalled. Two additional messages were also seen: one advised against implanting the pump, and the other recommended re-interrogating the pump after 30 minutes to check if the motor had restarted. Upon re-interrogation, the motor stall issue was resolved. The decision was made to proceed with the pump implantation. Since the decision was made to proceed with the implantation, closely monitoring the pump's performance was being considered so as to ensure its reliability. No patient symptom was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.